Manufacturer narrative:
Additional information received - the reporter indicated the lens was explanted due to elevated intraocular pressure, narrowing of the angle and shallowing of the anterior chamber depth. The patient complained of a headache. The pupil came down in the right eye and the surgeon was unable to replace the lens during lens replacement surgery on (B)(6) 2016. The replacement lens surgery occurred at a later date. Results: (operational problem): visual inspection of the returned product found a piece torn off and missing from one haptic. The lens was returned dry and there was evidence of clear/reddish residue. Conclusions: (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(6).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to over vault and high pressure spike. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.